Manufacturer narrative:
The surgeon side console (ssc) common computer controller (ccc) was evaluated by the failure analysis (fa) team. In lighthouse log reviews, error 31089, 307 were found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ccc ssc was installed into the golden ssc system where was triggered indicating fault on the ccc. Then ccc failed error 31089, 307 indicating faults on the firefly fiber optic cable (ff4) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The ccc functions as expected, but when cable is switched back to the original firefly optical cable it fails. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff4) in ccc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) from outside the hospital stating the customer had encountered several errors that day and had restarted the system multiple times. Csr reported a 307 error, but tse was unable to view the errors because repeated power cycles had cleared them. The customer chose not to use the system. Later, the csr called back from onsite and reported that after rebooting the system and unplugging the second surgeon side console (ssc), the system powered up normally without errors. It was noted that the second ssc blue fiber cable had been connected to the top right port on the vision side cart (vsc), and the csr was unsure which port it had been connected to on the surgeon console. There was aborted with no patient involvement.